Manufacturer narrative:
Operator error. No malfunction suspected. The end user was operating the power wheelchair across a roadway and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." Please note: hoveround has been working with the esg help desk, ticket (B)(4), since 07/07/2017 due to issues connecting to the webtrader services. These issues were not resolved until 08/02/2017 causing a delay in transmission of this file.

Event description:
The end user reported being struck by a motor vehicle while operating the power wheelchair across a roadway in the crosswalk.